Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s device and right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of the issue has not been determined and the patient is not pacemaker dependent. The device was reprogrammed and the patient will continue to be monitored. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the device was later explanted and replaced. No additional adverse patient effects were reported.